Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address and first/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #21 was fractured and was removed. Implant fractured a couple of years.

Event description:
Upon inspection, the implant returned was not identified as a tsvt4b13, instead is a one piece abutment/implant (zopxxx) was received. Spoke on the phone with the implant coordinator, who said the reported lot number is not correct, and they cannot provide the lot number at this time. However, the implant reference is still good.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D4: lot number was updated to unknown / not provided d9: device availability was updated to "no" g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) unknown tsv was not returned for investigation. Instead, a one piece abutment/implant (zopxxx) was returned fractured. The fracture was identified at the abutment region. What looks like bone/tissue was seen attached to the implant external threads. (See associated report: 0002023141-2022-01923) based on the evaluation, device malfunction for the unknown tsv implant could not be verified since it was not returned, and device malfunction was confirmed for the item returned. (Zopxxx) additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are parafunctional habits of the patient or patient specific issues, during the implantation period. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.